Event description:
A mayfield skull clamp was reported to have slipped on a pediatric pt. The following info was provided; a (B)(6) pt was under going a unspecified procedure when the a1059 mayfield skull clamp slipped. The pt incurred a laceration in reference to a single pin. Suturing was required to close the wound.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.